Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2022, the patient's spouse noticed the patient was restless, agitated and confused. They looked at the cgm and it was displaying signal loss. The patient's cousin who was with the patient's spouse advised him to call 911. The patient was taken to the emergency room by first responders and in the ER, a bg was checked and it was 423 mg/dl. The patient was treated with insulin. At the time of the report the patient was recovering from the event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the supplemental MDR, additional information was received on 01/19/2023. It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).